Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned. Analysis found that the distal conductor of the lead became extrinsically fractured due to over-rotation. (B)(4).

Event description:
It was reported that at the implant procedure, the lead helix would not come out properly. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.